Event description:
It was reported that stent thrombosis occurred. The 70% stenosed target lesion was located in the mildly tortuous and mild to moderately calcified left anterior descending artery (lad). A 3.00 x 24 synergy drug-eluting stent was advanced and deployed. However, after deployment, angiogram revealed thrombus was present within the stent. Manual and mechanical aspiration was performed using non-boston scientific (bsc) extraction and aspiration catheters. Subsequent intravascular ultrasound indicated there appeared to be no clot present. The procedure was completed successfully and no further patient complications were reported.